Event description:
It was reported that the patient ipg was end of life, but the device met longevity. As a result, the patient was experiencing ineffective therapy. It was also reported that the patient's lead was fractured. Surgical intervention took place where the ipg was explanted and replaced, and the lead was explanted to address the issue. The physician attempted to replace the lead, but the physician could not place the lead due to scar tissue, so the fracture lead was just explanted. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000104171.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.